Event description:
Pt alleges receiving a breast implant approx 17 years ago(i.e. 1979) as a replacement. Pt also alleges it enlarged and moved up in april 1996. Pt had removal of device on 10/7/96 because it had gotten so large the skin was about to split, she was in pain and had discomfort.